Event description:
I had a cervical disc replacement with mobi-c artificial discs at c3-4 & c4-5 in (B)(6) of 2020. I know, after obtaining the interoperative records that I was unable to lift my right arm for a few hours in the pacu. But was able to by the time of my discharge, although I was weak. Days later, I had a severe infection. I've been unable to obtain the emergency room notes from my hospital visit. I was not admitted and given antibiotics and sent home. A month later, I had an acute psychiatric event and was hospitalized on a psych floor. My daughter expressed that she was very concerned because I'd just had surgery and hadn't been feeling well. It was the same week covid started. The hospital did not do any testing, and just treated my psychiatric conditions. When I got home, my condition rapidly declined and I lost full use of my right arm, followed by my left. After months, I was able to get in for a neurosurgery consult at (B)(6) and had revision surgery in (B)(6) 2021. I was told I would see improvement in 2 years, but the reason for the revision was (and still is unclear). In 2023, I was diagnosed with als (amyotrophic lateral sclerosis) although my condition has remained stable, with not much new weakness. I do however have frequent infections and a lot of pain. My daughter advocating for more testing and doesn't agree with my als diagnosis. I recently had a fall, and the MRI prompted my first and only lumbar puncture in the last 4 years. So far, the test results suggest an inflammatory/immune reaction of some sort. We are advocating for more testing to explore a metal sensitivity or an antinflammatory response, and curious if that may be in fact what caused my condition. It is an uphill battle with a suspected als diagnosis, although my presentation is so unlike classic als. Gad65 0.37 nmol/l high csf fluid contains rare cells- no malignancy c-reactive protein is also elevated imaging from 2021-2024 show fatty muscle infiltration- "possibly representing post infectious or inflammatory process" edema of paraspinal muscles & leptomeningeal enhancement -no discrete mass or lesion radiology has mixed impressions through the years, but nothing defective with placement or fixation of device.